Manufacturer narrative:
(B)(4). Device record history was reviewed. No ncmrs, complaint trends identified. A CAPA was completed for directcheck. Each directcheck package includes an insert containing a picture demonstrating the preferred technique to use during activation of the directcheck assembly. In addition, the itc website includes a video which illustrates the preferred technique to use during activation of the directcheck assembly. No product returned. Record evaluation completed. Product met all release criteria. Conclusion code: device not returned. No conclusion can be drawn. The directcheck protective sleeve is provided as a means to reduce probability of cuts. The instructions for use indicates use of protective sleeve is required when control vials are activated. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports end user cut his finger while using direct check quality control. It is unknown if the protective sleeve was used. No report of serious injury, or administration of medical treatment. Medical safety data sheet provided to customer.